Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was shattered. Additionally, it was reported that resistance was experienced during the fill process and that the insulin gauge was inaccurate. Customer's blood glucose level ranged between 130-200 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.